Event description:
During follow up with a peritoneal dialysis registered nurse (pd rn), it was reported the continuous cycling peritoneal dialysis (ccpd) patient had been diagnosed with peritonitis from break in aseptic technique. She was hospitalized (B)(4) 2014 and discharged home on (B)(6)2014. She was treated with antibiotics and had surgery for creation of an arteriovenous fistula for hemodialysis access. The patient was changed to hemodialysis on (B)(6) 2014 and continues with that therapy.

Manufacturer narrative:
Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in aseptic technique. The medical records note the peritoneal dialysis nurses comments that the patient "is terrible with pd." The hospital discharge summary concludes the patient's peritonitis is mostly because she is unable to care for herself at home. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported hospitalization for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.